Event description:
False positive result(s). It actually ruined my christmas, I was not feeling good so I bought 1 test before our dinner reservation and was positive, I did the 2nd one and was positive as well so we had to cancel all of our christmas celebration and today I did a rapid to submit the results to my company and the result is negative. That is trash.